Event description:
The technician alleged that the head of the bed would not lower when the cardio pulmonary resuscitation function was pressed. No patient impact.

Manufacturer narrative:
The technician tightened the cardio pulmonary resuscitation linkage to resolve the issue.